Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified high readings on the adc device compared to unspecified readings on an adc meter. It is unknown whether the customer noted a trend arrow on the device. As a result, customer reported they were seen at urgent care where unspecified treatment was rendered.there was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.